Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has no response when the defibrillator button is pressed. There was no patient or user involvement.

Event description:
The customer reported that the device has no response when the defibrillator button is pressed. The device does not defibrillate after clicking the defibrillate button on paddles or front panel. There was no patient or user involvement.